Event description:
Notified by source of blood leaks with first use dialyzers. Date of events were reported as "within four to five weeks". This is one of two reported dialyzer leaks involving blood loss estimated by the customer as 250 ml. No other info has been made available for investigation. 12/31/97 info requested by telephone and fax. More specific lot info has been requested. 1/6/98 called source, informed that the sales contact was called yesterday re: investigatory info requested. Awaiting info. 1/8/98 called source to request above info. Offered to call customer but sales want to handle; info has been requested from customer. 1/9/98 left message with source. 1/12/98 customer has said that further info may not be readily available. Based on the time frame and non-response from the customer, co will consider the info not available.